Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient experiencing difficulty in breathing while on machine and has been prescribed inhalers and nothing is helping. Patient also reported that the device has service required message. The reported event and its severity were reviewed by the manufacturer's clinical expert. The device may have caused or contributed to the reported event. Patient reported that the device has service required message. The reported event may also have been related to user error. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 health effect - impact code has been corrected and type of investigation, investigation findings and investigation conclusions have been updated. Section b1, b2, d4, h1 has been corrected / updated in this report.

Manufacturer narrative:
In initial report the manufacturer previously incorrectly reported b4 date as 11/04/2022 instead of (B)(6) 2022.